Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised on (B)(6) 2021 due to loosening of the glenoid at the cement to implant interface. Depuy cement was used. It is noted that patient has had prior arthroscopic evaluation along with manipulation for stiffness and pain. On (B)(6) 2021 patient humeral head was removed and replaced, as well as the 44 glenoid which was cemented with all the pegs including the central peg. Patient underwent a left total shoulder arthroplasty on (B)(6) 2020. A 44 glenoid was implanted at that time. Doi: (B)(6) 2020 dor: (B)(6) 2021 left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.